Event description:
Pt called lfs alleging that their one touch ultra meter would not power on. Pt could not recall the last test result obtained on the reported meter. The pt reported visiting their physician's office where pt began falling dizzy, thirsty, and having a dry mouth sensation. No readings were provided from the physician's office visit. Pt was evidently treated for their symptoms during the visit. The pt did not allge harm. There is insufficient info to suggest that they experienced injury or medical intervention due to the meter. The customer service representative varified that the pt was using correct type of test strips. The meter would not power on upon insertion of a test strip. Therefore, there is in indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.